Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 failed to open. Pharmacy attempte to resolve the issue by restarting the machine but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. The field service engineer (fse) removed all cubies, cleared debris from the cubie connections, and secured all connections. The station was then rebooted. The customer also confirmed that they were able to access the medication without issue. The system functioned as intended after the field service engineer repaired the device.